Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one other complaint reported in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during the surgery, the lens was damaged and was lens was replaced. The surgery was completed. Additional information has been requested.